Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited noise. During device change out procedure, no noise was observed. The physician elected not to replace the lead and would continue to monitor the patient. The patient's condition was fine.